Manufacturer narrative:
Additional information received on 12 january 2017 and includes: the surgeon confirmed that the the liner was fractured. The clicking noise was present due to the liner fracture. The cause of the liner fracturing is unknown. Batch review performed on 24 january 2017. Lot 152688: (B)(4) items manufactured and released on 08 september 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 26 january 2017 the r&d project manager performed a preliminary investigation based on the images provided by the reporter and commented as follows: the liner is fractured and strongly damaged. The fracture was noted already by cat scan and during the revision surgery. The deformation of the liner probably increased during the revision surgery. Blood residual can be noted on it. On the femoral head, a large portion near the pole is completely black probably because of repeated scratches and blows. Such sign could probably be caused by repeated subluxations. The repeated subluxations could be also a possible cause of the liner fracture. We will wait to analyse the pieces in order to add any possible information. Device not yet received.

Event description:
The patient complained of clicking noise and pain from the hip. The surgeon took x-rays and found no issue. The patient was sent to physical therapy but her condition did not improve. The surgeon requested cat scan and found the liner was fractured. The surgeon performed revision surgery to replace the stem, head and liner. The surgery was completed successfully.

Manufacturer narrative:
On 24 march 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: as previously noted by means of the received images, the liner is fractured and strongly damaged and deformed. Several scratches, some of them deep and dark, can be noted on both internal and external surfaces. Blood residual can be seen on it. On the femoral head, a large portion near the pole is completely black probably because of repeated scratches and blows. Other signs can be noted on both the external and internal surface. Such signs could probably be caused by repeated subluxations. The repeated subluxations could be a possible cause of the liner fracture and deformation. The root cause of the event cannot be established.